Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. Date of event: unknown. If explanted; give date: not applicable the lens remains implanted. Phone: (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens rotated after implantation on the (B)(6) 2019. Refraction-details were sphere +1,0 cylinder -3,0 axis 85 at 27 degrees which should have been 4 degrees. Through follow-up we learned that a rotation was successfully performed on the (B)(6) 2019 without any issues. Rest cylinder -1,5 in 70 degrees as pre-rotation calculation showed. The patient outcome is expected to be good. No additional information was provided.